Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2018. This spontaneous case was reported by an other health professional and describes the occurrence of embedded device ("submucosal perforation of the insert in left tube") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy") and pelvic pain ("pelvic pain"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the embedded device, hypersensitivity and pelvic pain outcome was unknown. The reporter provided no causality assessment for embedded device, hypersensitivity and pelvic pain with essure (ess205). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: embedded device. The analysis in the global safety database revealed 663 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 04-jun-2018. The most recent information was received on 03-jul-2018. This spontaneous case was reported by an other health professional and describes the occurrence of embedded device ("submucosal perforation of the insert in left tube") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy") and pelvic pain ("pelvic pain"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the embedded device, hypersensitivity and pelvic pain outcome was unknown. The reporter provided no causality assessment for embedded device, hypersensitivity and pelvic pain with essure (ess205). Diagnostic results: (B)(6) 2007 confirmation test was performed. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: embedded device. The analysis in the global safety database revealed 727 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.